Event description:
It was reported that the cobra grasper instrument has a broken wire. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument does not have any broken cables but has both grip cables on one side of the distal clevis derailed at the idler pulleys. The inner grip close cable is seated on the outermost pulley and the outer grip close cable is exposed on the outside of the pulley. Cables likely stretched from heavy usage, creating excess cable slack. Engineering also observed the distal end of the main tube has a 1.5 inch long section with material removed. Damaged area is parallel to main tube axis and surface is locally flat due to material removal. The wear pattern is consistent with cannula related tube abrasions. No other damage found. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.